Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at approx. 14 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed cuttings in the insulation which resulted most likely from the explantation procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.

Event description:
Boston scientific received information that this dextrus atrial lead was exhibiting low sensing measurements with noise that resulted in mode switching. Impedance and threshold measurements are stable and within normal limits. No adverse patient effects were reported. Isometrics and pocket manipulation were recommended to test the lead further. The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received. Despite this event stating the lead remains in service, we have been told it was returned for analysis. No date of explant was provided.